Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where patients failed to appear. A technical support specialist (tss) identified a notice stating full sync required, patients and orders may not be current. The last download message date time was reviewed, and it was confirmed that there were no pending uploads. The database was backed up, a full synchronization was performed, and the customer confirmed that patients were appearing on the station, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es v-anes-versp-rad patients were not appearing. However, there were no delays or adverse events or injuries reported based on this event.